Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient experienced bleeding of indeterminate origin, suspected to be gastrointestinal (gi). The patient¿s hemoglobin dropped from 14g/dl to 6g/dl. The patient received red blood cells, platelets, and fresh frozen plasma, and anticoagulation was withheld. Additional information noted care was withdrawn and the patient expired. Medical safety review of the event for the patient's demise noted the use of the impella device cannot conclusively be associated with the [death] outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.